Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker showed a significant drop in r-wave amplitude during an interrogation, decreasing from 12 mv in several months to a range of 0.8-1.4 mv. Despite this change, right ventricular (rv) impedance and threshold measurements remained stable. Physician raised concerns regarding the cause of the decreased sensing. When programmed in unipolar mode, sensing was recorded at 5 mv, prompting the decision to maintain bipolar pacing. The patient exhibited low rv pacing, and sensing was programmed with agc set at 0.5 mv. Technical assessment found no definitive explanation for the drop in r-wave amplitude, though it was suggested that a physiological change affecting the tissue interface at the ring or tip of the lead might be responsible. A potential infarct was considered, but a 12-lead ECG revealed no abnormalities. While infarcts typically cause changes in impedance and threshold, no such variations were observed. Continuous monitoring was recommended. The pacemaker was explanted and returned for analysis without additional allegations. No adverse patient effects were reported.